Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the torque limiter was used for a fibula fracture case. After placement of the locking compression plate (lcp) metaphyseal plates, the surgeon inserted a locking screw, but at the final tightening the torque limiter did not function. Another torque limiter was used and final tightening was successful; however, the screw head was damaged due to over tightening since the new torque limiter was delayed and making the clicking sound that confirms the screw is tighten. Due to the incident, the operation was extended for thirty minutes. There was no harm to the patient. This report is for an unknown screw. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.